Event description:
It was reported that the patient was experiencing inadequate stimulation. The implantable pulse generator (ipg) was not sitting flat pushing into the patients skin and the clik anchors were causing them pain. The patient also noted that the ipg was moving around inside the pocket site causing them charging difficulties. The patient underwent a spinal cord stimulator (scs) revision procedure where the leads and clik anchors were replaced. The ipg was also repositioned during the procedure. The patient was doing well postoperatively. The explanted products were disposed by the medical facility.